Manufacturer narrative:
The alleged time/date issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas for an unrelated issue, and during troubleshooting it was noticed that the pump¿s time and date were incorrect. The patient stated that she was unsure how long the time and date had been incorrect, noting that she had been experiencing elevated blood glucose (bg) between 200mg/dl and 400mg/dl for the past few months. The patient stated that with bg over 400mg/dl, she experienced moderate headache, blurred vision, drowsiness, and thirst. The patient reportedly corrected elevated bgs with the pump, but noted that she had to correct three to four times to lower her bg and alleviate symptoms. The time and date settings at the time of the call to animas were (B)(6) 2007 5:16am. The patient was reportedly receiving incorrect basal rates due to the time being set incorrectly. Troubleshooting found that the time and date settings did not hold when the battery was removed from the pump for less than 24 hours. The patient reportedly moved to a back-up plan for insulin delivery until the pump could be replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy related to the pump¿s time and date settings being set incorrectly.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the pump history was reviewed and showed the last basal delivery was on recorded with the wrong date of (B)(6) 2007. The black box and alarm history showed no evidence of a time/date reset; the pump had been running on the wrong time/date settings since (B)(6) 2013. The total daily dose added up correctly and reflected the user¿s programmed basal target. The pump powered on and displayed the verify screen. During testing, the pump passed the ez-prime steps and was exercised for 24 hours. There was no delivery interruption during the duration test. A delivery accuracy test was performed successfully. Testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Unrelated to the complaint, evaluation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.